Manufacturer narrative:
Despite multiple requests, no additional information was received. The device was not available for return to bausch + lomb; therefore, a product evaluation could not be performed. The lot number was not provided; therefore, a device history record (DHR) review could not be performed. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the posterior capsule was punctured during insertion of the lens into the patient¿s right eye. The lens was removed and anterior vitrectomy was performed. A sulcus lens of unknown model was implanted. Current patient¿s prognosis described as ¿unknown¿. Additional information was requested, but was not received.